Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has not been received for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when using a opsite flexifix gentle 5cmx5m, the silicone adhesive stays attached to the protective plastic and not to the film making it impossible to use. The procedure was successfully completed without significant delay using a smith+nephew back-up device. No patient injury or other complications were reported.